Event description:
It was reported that there were white particles floating in a small volume intermate. This was observed after the device was filled with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed white particulate matter approximately 2.70 millimeters in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.